Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had an infection. Symptom was increased drainage at the pocket site. The patient was admitted in the hospital and was prescribed antibiotics. The patient underwent an explant procedure. It was noted that the infection was not device related and the cause was unknown. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316 lot #: 20018158 description: next generation anchor kit-sterile model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4 x 8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptom was increased drainage at the pocket site. The patient was admitted in the hospital and was prescribed antibiotics. The patient underwent an explant procedure. It was noted that the infection was not device related and the cause was unknown. No device malfunction was suspected.